Event description:
The customer contacted baxter's service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) determined the home patient (hp) had 2 bags connected, 1 on red and 1 on blue. The tsr determined the white clamp was open, with no bag connected. The tsr reminded the hp if no bag was connected, then the clamp should be closed. Per the troubleshooting performed by the technical service representative (tsr), the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The tsr had the hp close all the clamps to bags and patient line, cycle the power off and on. The tsr advised the hp to dispose of current supplies and either continue with manual bags or all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy. The cause was determined to be use error. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.